Event description:
It was reported the brakes were not functioning to specification.

Manufacturer narrative:
The product was never put into use at the customer facility as the malfunction was observed at the distributor.